Manufacturer narrative:
The technician inspected the unit and found that the drain funnel insert required replacement. The technician repaired the unit, ran test cycles and confirmed it to be operational.

Event description:
The user facility reported that water was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.